Manufacturer narrative:
No product was returned for investigation. The root cause of the tachycardia was unable to be determined due to insufficient clinical details. The cause of the positioning issue was unable to be determined due to insufficient clinical details. The device passed all post sterile inspection checks.

Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental report will be filed.

Event description:
It was reported that an impella cp was placed to support a patient admitted for high-risk percutaneous coronary intervention. During implantation, the patient experienced ventricular tachycardia requiring defibrillation. Repositioning of the pump was attempted under fluoroscopy but the pump remained under the papillary muscle. Later, an echocardiogram confirmed the device was in the correct position and the case continued. Later, the patient was successfully weaned from the pump and survived.